Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, which confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the pacemaker and implant a new device. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, which confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the pacemaker and implant a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. There was not enough information provided in the complaint to establish a cause and the product has not been returned for analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, which confirmed the battery appeared to be depleting more quickly than expected. The device remains in service, but replacement was recommended. No adverse patient effects were reported.